Event description:
It was reported that patient presented in-clinic for follow-up. The estimated battery longevity had greatly decreased. Review of session records showed no changes in the programming that would explain the extreme change in longevity. The device was explan...

Event description:
It was reported that patient presented in-clinic for follow-up. The estimated battery longevity had greatly decreased. Review of session records showed no changes in the programming that would explain the extreme change in longevity. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a longevity estimation anomaly was confirmed in the laboratory and was due to a programmer software issue. The programmer issue caused the reported longevity to be overestimated during the mid-life of the battery.